Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that a difficulty crossing event occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.50x38mm promus element plus stent delivery system was advanced to treat the lesion but unable to cross. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has been received for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Several rows from the middle of the stent were slightly flared. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).